Manufacturer narrative:
Upon inspection and testing, it was observed that the control body forceps cover was missing. Other incidental observation were the probe unit and back cover were loose. There was a leak as well. Evaluation is ongoing. Supplemental report(s) will be submitted when any information is obtained.

Event description:
The device was sent in for repair for a leak, and at estimation it was observed that the control body forceps cover was missing. There is no harm reported to any patient.

Manufacturer narrative:
There is more information on the device evaluation. Correction is being made. This supplemental report is being submitted to provide this information. Please see the updates in sections. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. The device had undergone the following repairs on (B)(6) 2020: angulation adjustment, distal end rubber coating replacement, control knob / elevator lever repair. The root cause for the missing forceps cover adhesive cannot be conclusively determined. However, it is likely that the adhesive was peeled off due to the application of external force such as strong rubbing or bumping of the relevant part during transportation, storage, use, cleaning, etc. The instructions for use includes the following statements that can prevent the issue: important information ¿ please read before use. Warnings and cautions (p.7): warning: do not strike, hit, or drop the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope's distal end, insertion tube, bending it could also cause parts of the endoscope to fall off inside the patient. It could also cause parts of the endoscope to fall off inside the patient.

Event description:
The device was sent in for repair for a leak observed during reprocessing. During estimation it was observed that the forceps cover was missing the adhesive. There is no harm reported to any patient. This report is to capture the reportable malfunction of the missing forceps cover glue noted at estimation.